Event description:
A customer contacted beckman coulter inc. (Bci) regarding a lower than expected estradiol result of 277pg/ml generated by the unicel dxl 800 access immunoassay system for one patient sample the sample was repeated and a higher result of 1045pg/ml was obtained. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The sample was serum and centrifuged for 6 minutes at 3600rpm. The customer could not confirm if the patient's sample was a full draw or how many inversions were conducted upon mixing. The customer intended on discussing proper sample handling with the phlebotomists and the need to allow samples to clot for 30 minutes. Qc was within specifications during the time of the event. The customer declined service. Per customer, they believed sample handling contributed to this event and will monitor future samples.